Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 33-year-old female patient who had essure (batch no. 1215803) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included penicillin allergy, drug allergy, throat swelling, hives and sulfonamide allergy. There are no alleviating factors. Her past medical history was noncontributory. She has no history of prior abdominal surgery. She has had no spotting. No inflammatory lesions present, no masses present on vagina, normal vaginal vault without central or paravaginal defects, white-colored discharge present, she reports she has not had a period since her essure procedure. Normal vaginal vault without central or paravaginal defects, bleeding present, no inflammatory lesions present, no masses present. Benign ecto and endocervical mucosa with no significant histopathologic changes. Previously administered products included for prevent pregnancy: depo-provera from 2008 to 2011. Concurrent conditions included bowel movement irregularity, menses irregular, delayed period (was medium without clots.) Since (B)(6) 2009, dysmenorrhea, amenorrhea, obesity, human papilloma virus infection, chlamydia trachomatis gynaecologic infection, neisseria gonorrhoeae infection since (B)(6) 2012, bacterial vaginosis, itching, extremities itchy sensation of, vulvovaginal candidiasis, vaginitis bacterial (bacterial vaginosis with reflex), gardnerella vaginalis test positive, herpes simplex, vaginal odor (patient complaints of a foul smelling vaginal discharge.), dysfunctional uterine bleeding, lactobacillus infection (deoxyribonucleic acid was detected.) And cystitis. Concomitant products included medroxyprogesterone acetate (depo-provera) for haemorrhage nos as well as medroxyprogesterone since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 18 days after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain/pain,"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In november 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with fluconazole (diflucan) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain and vaginal discharge outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017 patient scheduled for a pelvic surgery to try and alleviate the symptoms. Diagnostic results: on (B)(6) 2011 patient underwent hysterosalpingogram (hsg) test that confirmed placement of both essure coils and full occlusion of both tubes. Bacterial vaginosis associated bacteria non-ny & megaspheara type-1 non-ny detected hpv high-risk (hr) non 16/18 & ureaplasma urealyticum detected. Ultrasound pelvic performed ,impression: limited visualization of the ovaries. Otherwise pelvis ultrasound appears within normal limits. Surgical pathology report final report: uterus, cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus atrophic endometrium, negative for hyperplasia or carcinoma cervix bilateral fallopian tubes benign unremarkable fallopian tubes medical device in one fallopian tube consistent with essure. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet, medical records, new reporter, patient demographic information, relevant information history and concomitant condition, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number, start, stop date updated, new events abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), vaginal discharge were added. The event pain were clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 33-year-old female patient who had essure (batch no. 1215803-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included penicillin allergy, drug allergy, throat swelling, hives and sulfonamide allergy. There are no alleviating factors. Her past medical history was noncontributory. She has no history of prior abdominal surgery. She has had no spotting no inflammatory lesions present, no masses present on vagina, normal vaginal vault without central or paravaginal defects, white-colored discharge present,she reports she has not had a period since her essure procedure. Normal vaginal vault without central or paravaginal defects, bleeding present, no inflammatory lesions present, no masses present. Benign ecto and endocervical mucosa with no significant histopathologic changes. Previously administered products included for prevent pregnancy: depo-provera from 2008 to 2011. Concurrent conditions included bowel movement irregularity, menses irregular, delayed period (was medium without clots.) Since (B)(6) 2009, dysmenorrhea, amenorrhea, obesity, human papilloma virus infection, chlamydia trachomatis gynaecologic infection, neisseria gonorrhoeae infection since (B)(6) 2012, bacterial vaginosis, itching, extremities itchy sensation of, vulvovaginal candidiasis, vaginitis bacterial (bacterial vaginosis with reflex), gardnerella vaginalis test positive, herpes simplex, vaginal odor (patient complaints of a foul smelling vaginal discharge.), dysfunctional uterine bleeding, lactobacillus infection (deoxyribonucleic acid was detected.) And cystitis. Concomitant products included medroxyprogesterone acetate (depo-provera) for haemorrhage nos as well as medroxyprogesterone since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 18 days after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain/pain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with fluconazole (diflucan) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain and vaginal discharge outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017 patient scheduled for a pelvic surgery to try and alleviate the symptoms diagnostic results: on 01 (B)(6) 2011 patient underwent hysterosalpingogram (hsg) test that confirmed placement of both essure coils and full occlusion of both tubes. Bacterial vaginosis associated bacteria non-ny & megaspheara type-1 non-ny detected hpv high-risk (hr) non 16/18 & ureaplasma urealyticum detected. Ultrasound pelvic performed ,impression: limited visualization of the ovaries. Otherwise pelvis ultrasound appears within normal limits. Surgical pathology report final report: uterus, cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus atrophic endometrium, negative for hyperplasia or carcinoma cervix bilateral fallopian tubes benign unremarkable fallopian tubes medical device in one fallopian tube consistent with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid ). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with intra-abdominal haemorrhage, abdominal pain lower, pelvic pain and abdominal pain. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: on (B)(6) 2017 patient scheduled for a pelvic surgery to try and alleviate the symptoms diagnostic results: on (B)(6) 2011 patient underwent hysterosalpingogram (hsg) test that confirmed placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.